Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that the patient presented with dyspnea during an exercise test. It was determined that there was atrial undersensing, which resulting in pseudo wenkebach behavior due to the upper tracking rate and mode switch. The dyspnea resulted from a decreased heart rate due to the device mode switching and pacing the patient at a lower/sensor rate. It was recommended to program the mode switch off during the exercise test to combat the dyspnea and increase the p-wave signal or sensitivity. The device remains in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.